Event description:
It was reported that patient presented to clinic for follow up, the atrial lead exhibited noise over sensing which had led to inappropriate mode switch. The atrial lead sensitivity was reprogrammed. No patient symptom was reported.